Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that at 0350 there was an under-infusion of methotrexate. The infusion was started at 0350 the day before the event and was programmed to infuse at 26 ml/hour, bag was supposed to run over 24 hours. The following day the rate of infusion was increased to 30 ml/hour. The bag finished 0758 instead of 0350. There was 577.6 ml originally in the bag, however the pump indicated 743.28ml was infused. There was patient involvement but no harm.

Event description:
It was reported that at 0350 there was an under-infusion of methotrexate. The infusion was started at 0350 the day before the event and was programmed to infuse at 26 ml/hour, bag was supposed to run over 24 hours. The following day the rate of infusion was increased to 30 ml/hour. The bag finished 0758 instead of 0350. There was 577.6 ml originally in the bag, however the pump indicated 743.28ml was infused. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.